Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the locking mechanism on the oscillating saw attachment device stopped engaging which caused the saw to spin freely. It was further reported that when the device was opened a small bearing fragment was found. It was reported that this occurred when the surgeon was about to perform the leveling osteotomy on the canine's hind leg. As a result, there was an undefined delay in the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to be difficult to lock and unlock on the handpiece. It was further noted that the "turn sleeve labelled" was loose. Therefore, the reported condition was confirmed. It was further noted that the report of a small bearing fragment found could not be confirmed since no bearing fragment was with the device. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate